Event description:
It was reported that device was used during a laparoscopic hernia repair procedure. The outer gasket tore. Opened another device to complete the case. There was no consequence to pt.